Event description:
It was reported that the user received repeated ¿alert 38 ¿ motor stall¿ errors during attempted insulin delivery, dismissed the alerts for approximately one day, and subsequently experienced hyperglycemia with a reported glucose of 529 mg/dl; the event was associated with consecutive stalled motor alerts after priming and rewinding, and the user transitioned to subcutaneous insulin via pen per clinician direction before later returning to the ilet. Symptoms included hyperglycemia. Outcomes included temporary cessation of insulin delivery from the ilet, use of backup insulin, and a full supply change. Investigation included technical support troubleshooting and user education. Investigation of this case revealed stalled motor alerts consistent with an insulin delivery interruption; the lot number for the infusion set could not be obtained, and the issue was not resolved by supply change alone at the time of the event. It was concluded that a device malfunction related to motor stall was involved, and the device was replaced while the original is pending return for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.